Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that their back up plan did not work. Advised to call health care professional or visit the nearest emergency room. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.